Event description:
It was reported that during case when placing the 4-1 cutting block in the distal femur and validated it, was shifted 2.5mm anterior changing the flexion gap which caused to take more distal femur.

Manufacturer narrative:
The device was used in treatment and case log files and screenshots were returned for evaluation. DHR review found that the software version has been validated. A complaint history review found similar report. The navio surgical system surgical technique for total knee arthroplasty provides instructions for stressed rom collection. This failure is an identified failure mode within the risk file. The initial visual investigation of the screenshots found that: the screenshots were not manually taken when visualizing and checking the cuts with the cut guide. Therefore, we cannot verify the errors described when validating the cut. It was determined that the way the surgeon was stressing the joint during the "stressed rom" stage (holding the femoral tracker pins and levering the knee open) was adding additional force. This was causing a false gap that could have led to the issues during planning and execution. Those issues were not present when the surgeon stressed the joint as recommended. Holding the femoral tracker pins could have also bent the pins or tracker, causing a discrepancy between the physical bone and what was showing on the software. Therefore, the alignment values shown post operation are not reliable because of how the surgeon stressed the leg. It is also possible that after checking cut with the first cut guide and then checking with the manual instrumentation cut guide, if it was not completely pinned and flush, there would be a discrepancy. The probable cause of the issue was user error. A relationship between the device and the reported event not could be established.